Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found. Based on the report, it is likely that the event was related to the procedure.

Event description:
It was reported to nevro that shortly after the trial procedure the patient was hospitalized due to a delayed emergence from anesthesia. The patient recovered, completed the trial with successful results, and has now been implanted with the permanent implant. There have been no reports of further complications regarding this event.